Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal edge of the stent struts were flared. The procedure was completed with another synergy stent. No patient complications nor injuries were reported.